Event description:
Information received indicates that surgery was being performed on an elderly patient, probably hypovolemic. There was low blood volume in the venous reservoir and low arterial pressue. It was necessary to use a vasoconstrictive drug. Following activation of the left vent line (venous return was reduced using a tubing clamp), massive air bubbles occurred on the arterial line. The root cause could not be determined. The following actions were taken: 1) retro arterial flow and arterial line purge 2) material has been replaced 3) the case went on. Clinical consequences: gaseous emboli.

Manufacturer narrative:
Results: device history review found the product met specifications when released for distribution. Conclusion: analysis: the event description does not provide adequate information to understand the reported incident, and although requested, clarification is not available. In a typical circuit, the vent returns blood to the venous reservoir, and does not connect to the arterial portion of the circuit. Our analysis of the returned oxygenator showed that when received, the oxygenator fibers were "wetted out" indicating fiber breakthrough, although this was not indicated in the customer's report. This alone would not produce the massive air bubbles reported, because the gas would escape from the gas exhaust ports of the unit, rather than flow through the fibers. Following decontamination and drying, the oxygenator was tested for internal and external leaks. No leaks were observed from the fibers or the outer case during 30 minutes of testing. The unit appears to be mechanically functional with no bubbles escaping through the arterial outlet. Conclusion: we are unable to detect a malfunction in the returned oxygenator; it operates as expected. We are unable to determine the cause of the reported incident.